Event description:
It is reported that the device was implanted in 2008, and revised seven months later, due to the femoral cone breaking.

Manufacturer narrative:
This report will be amended when our investigation is complete.